Event description:
It was reported that when using the bd pyxis¿ medbank tower user was unable to issue metolazone tab 2.5 mg, and the cabinet was not syncing. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-nov-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medications and the cabinet was not syncing. A technical support specialist (tss) had reviewed the reported cabinet synchronization issue. The tss verified the network cable connection to all in one device and confirmed with the customer that the network connector indicator lights were active and that the cable was connected to the intouch router, with additional networking devices present nearby. The tss guided the customer through reseating the network cable at the intouch router and restarting all in one device using the power button. After confirming through remote smart service and message queue monitoring that the cabinet remained offline, the tss advised the customer to contact the local information technology department to restore internet connectivity. The issue was subsequently resolved by the customer information technology team. The system functioned as intended after technical support specialist investigated the issue.